Event description:
A malfunction was reported on the customer¿s pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and advised the customer on using multiple daily injections as a backup therapy.